Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that infusion set cannula was bent with two infusion sets which occurred in the past two months. The patient noticed the symptoms three or more hours after insertion in abdomen and infusion set was in use for one day. Patient's blood glucose level was around 300 -340mg/dl ; between 54-500 mg/dl (3.0-27.7 mmol/l). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.